Event description:
Ous MDR - after an implant duration of approximately 39 months oversensing with artifacts was reported. No adverse patient side effects were reported. A new ICD lead was implanted. The lead under complaint was not returned.

Manufacturer narrative:
The lead was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular lead as well as on the ICD data. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The returned ICD data were analysed. The inspection revealed the presence of noise in the rv channel, leading to oversensing. Furthermore the rv pacing impedance decreased to less than 200 ohms. In summary, the device was not returned for analysis. The review of the quality documents proved a regular device manufacturing. The analysis of the returned device data confirmed the clinical observation. Based on the electrical measurements returned for analysis an adequate performance with regard to the therapy functionality can not be assured. Should additional information become available, this case will be updated.